Event description:
It was reported that when the patient went to use his implantable neurostimulator (ins), he noticed that it was down to zero charge. It now seemed to drop off sharply after midway of discharge. When the patient went home, he plugged in his implantable neurostimulator recharger (insr), which was down to zero charge itself. He would always charge it fully after charging his implant. He plugged it in and waited for it to come up to charge and after all night, 14 hours, it was still only up to 10% charge. He had an appointment with his new pain management doctor in 6 days and he was going to speak to him about this too, but in the meantime he needed to charge his implant before it ¿goes to zip¿ and the implant battery needed to be replaced too. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (b)(6 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).